Manufacturer narrative:
(B)(4). No product will be returned by customer as set was discarded. The customer complaint of it set exploded could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.

Event description:
Customer reported an IV set "exploded" and sprayed rocephin on a nurse. The nurse primed the IV set with no problems and closed the roller clamp. She loaded the set into the pump module with no problems. She then connected the set to another primary line that had a bolus of normal saline infusing connected to a 20 g peripheral IV. She then started to program the rocephin infusion and noticed fluid leaking from the bottom of the pump module. She opened the door and rocephin sprayed out from the silicone segment a the upper fitment area. Customer reported no pt and nurse harm and no medical intervention occurred. Although requested, no further pt/event info was provided.